Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported sudden return of symptoms and that their they were right back to where they were prior to the implant, several pads , wetting and having accidents if they do not go to the bathroom right away. There was no trauma, falls or emi /activity related to the sudden return of symptoms. Patient was able to use the patient programmer and verify stimulation was currently on and could feel stimulation in the bike area. Patient was currently at program 3 at 2.6 and stimulation was increased to 2.7. Patient did not know that using the blue buttons on the side would turn on or off the ins. Patient would continue to track symptoms and will see health care professional if needed. Additional information was received. Patient repeated the same information above but added that "but now I actually get the urge to go, and I stand up, and as soon as I put my foot down, it comes gushing out. Not trickling, gushing, and completely 3/4 urinating myself down my leg into my shoes and socks". Patient had just changed to program 4 a couple of weeks ago and is at 4.7. Patient redirected to their health care professional to discuss option of reprogramming the ins. Additional information was received. The patient reported they had not been getting good results for probably the last year, they weren't sure if it was 2018 or not. They said they had been moving the numbers and it was not working, it seemed like it was worse than before it started. They said their doctor didn't want them to play with numbers anymore and wanted them to call to get reprogramming. They said they went through pads and depends and they were still wetting through their clothes. They said they thought it was disconnected or something. They were asked why and they said it was just a theory, but they didn't have any other reason to think this, they hadn't had any falls or trauma. They were redirected to their healthcare provider. Additional information was received. Healthcare provider re ported the patient had a loss of therapy for 3-4 weeks, they had incontinence. The patient had tried other programs available. The healthcare provider wanted a rep to come and reprogram the patient. The healthcare provider was redirected to nas to page a rep. No further complications were reported or anticipated. [Omitted information from pe (B)(4): infection]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: when asked to clarify the report of the patient thinking it was disconnected the hcp replied that the patient feels stimulation, but is not getting symptomatic relief. No further complications were reported or anticipated.